Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a sudden high out of range right ventricular shock impedance measurement greater than 200 ohms. The field representative reported the patient was admitted at the hospital. Subsequently, an interrogation was performed and found no noise observed. Reprogramming to a unipolar configuration was completed. The patient will continue to be monitored at this time. This ICD remains in service. No adverse patient effects were reported.